Manufacturer narrative:
The field service engineer checked the system and found no issues. He ran performance testing which passed. The calibration and qc results were inconspicuous. The investigation did not identify a product problem.  The cause of the event could not be determined.  A general reagent issue could most likely be excluded.

Manufacturer narrative:
UDI number = (B)(4).

Event description:
While troubleshooting an issue with another test, one patient sample was found to have a false positive result when tested with the elecsys anti-sars-cov-2 assay on a cobas e 411 immunoassay analyzer. The patient sample was initially tested on (B)(6) 2021, resulting with an anti-sars-cov-2 value of 0.951 coi (non-reactive). This initial value was believed to be correct. The sample was pulled and repeated on (B)(6) 2021, resulting with an anti-sars-cov-2 value of 1.17 coi (reactive). The repeat value was not reported outside of the laboratory. The serial number of the e411 analyzer is (B)(4).